Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the battery cannot be charged.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely and determined that the battery could not be charged due to a loose connection. The rse instructed to reinstall the battery, and after doing so, the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.